Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced an infection within the first few weeks of surgery.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. This report is being amended to reflect changes. No visual inspection of the device could not be done as product/product images were not returned for evaluation. Review of the device history record for part number 00576401551 and lot number 61933820 identified with the following anomalies/deviations identified: (B)(6). A complaint history search was also done and identified 9 and 1 additional similar event to the item number and lot number respectively. With the lack of returned product and limited received information, the root cause of this event cannot be determined. Furthermore, with the low-density polyethylene bag recall, there was no post- operative risks identified that is associated with this issue. Regarding the sterile packaging recall from our puerto rico facility, our investigation prior to recall initiation indicated that the likelihood of injury was less than remote. And since the recall was initiated, we have tested hundreds of returns with no functional failures of the sterile seals. This investigation was aided by follow up messages from the sales rep.